Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband's blood glucose was 500 mg/dl. The customer changed the infusion set but insulin did not exit the tubing. The customer resolved the issue with another infusion set change. The patient treated via insulin pump bolus. There was no alarm or bent cannula. No products were returned and a replacement infusion set was shipped to the customer.